Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer reference number:1627487-2020-04782. It was reported that the patient experienced ineffective therapy. X-ray imaging confirmed lead migration. As a result, surgical intervention was undertaken on (B)(6) 2020 wherein both leads were explanted and replaced. Issue resolved.